Manufacturer narrative:
The alleged third degree burn reportedly sustained by the patient after receiving coolsculpting treatment was assessed as a serious injury related to the use of the coolsculpting device. Third degree burns require medical intervention to prevent serious complications. Allergan has been diligently making attempts to gather additional clinical, treatment and device information from the patient's attorney, as the patient stated she is legally represented by a lawyer, but no further information has been received to date. A supplemental report will be submitted once additional information is received by allergan. Zeltiq (now allergan) was initially made aware of the reportable event on 10/05/2018, and an initial attempt to submit this MDR was made. However, due to transmission issues, this MDR is being re-submitted. Cdrh was notified on 12/21/2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On 10/05/2018, allergan received report that a patient received coolsculpting treatment on (B)(6) 2018 and subsequently sustained a third-degree burn on the treated area. Allergan has been diligently making attempts to gather additional clinical, treatment and device information from the patient's attorney, as the patient stated she is legally represented by a lawyer, but no further information has been received to date. A supplemental report will be submitted once additional information is received by allergan.